Event description:
While on site for a repair, the respironics servcie technician performed a visual inspection of the oxygen hose connected to the ventilator. The service technician reported the oxygen hose connector was not crimped to the oxygen hose. The service technician replaced the oxygen hose. Extended self testing (est) was performed and passed to operating specification. Malfunction of the oxygen hose could cause loss of the oxygen source to the ventilator which will result in the ventilator switching to an air source during operation. Failure analysis of the hose found that the connector was not crimped. This is a supplier workmanship issue and the supplier has been informed.